Manufacturer narrative:
On 25-sep-2020, it was found that additional information regarding the location of the device was omitted on the previous report. Initially, left-sided deflation was reported. However, additional information revealed that the patient experienced right-sided deflation. On 30-sep-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, the valve area was found separated measuring approximately 1.2 x 1.0 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with two 325cc mentor smooth round moderate profile prostheses and experienced postoperative left-sided deflation. The patient noticed the deflation on (B)(6) 2020. The patient had a consultation with a healthcare professional, and the diagnosis was confirmed. As a result, the patient underwent bilateral removal and replacement with two 325cc mentor smooth round moderate profile prostheses (catalog #: 3501650, left serial number: (B)(4), right serial number: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On 31-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).